Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention in (B)(6) of 2019 due to "a gauge not reading" in regards to their scs ipg. No further information was provided to the manufacturer.